Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 5 of the bd nano¿ 2nd gen pen needles were unable to deliver medication. The following was translated from japanese to english: this is a complaint about chemicals not coming out from the pen needle. It was reported that a patient requested an investigation because 5 units of microfine pro were not coming out.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the 5 of the bd nano¿ 2nd gen pen needles were unable to deliver medication. The following was translated from japanese to english: this is a complaint about chemicals not coming out from the pen needle. It was reported that a patient requested an investigation because 5 units of microfine pro were not coming out.